Manufacturer narrative:
No lot # was provided, therefore device manufacture date is unknown. Initial reporter's occupation is unknown. The device was not returned for evaluation. Product lot # was not provided. Without a sample, photo, or lot number there is insufficient information to determine root cause. Primary packaging indicates that if discomfort or pain results, persists or increases, discontinue use and consult a physician. Packaging also indicates how to wear. Complaints were reviewed over the past 24 months for the products global sales code (gsc) of ead and the reported failure. No trends were observed.

Event description:
A (B)(6)-year-old female consumer reported she purchased the referenced elbow strap in approximately (B)(6) 2019. The consumer wore the strap on the right arm for approximately 12 hours per day. The strap was applied after showering and removed before bed. The consumer alleged she experienced an itching sensation immediately after the product was first worn. She alleged a rash, described as a "bunch of little, itchy pimples" appeared on her skin during wear. No known allergies/skin sensitivities were specified. The consumer continued to use the strap for an additional 4 months. The consumer reportedly wore a t-shirt under the strap to avoid a reaction, however the rash still appeared. She visited a doctor. The doctor prescribed nystatin and triamcinolone acetonide ointment to use on the affected area. The consumer reported the rash resolved within 2-3 days with prescribed treatment. The consumer discontinued use of the product.